Manufacturer narrative:
A ge svc rep performed an on site investigation. The f1 fuse on the power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9900 sys was arcing from the x-ray tube and there was an interlock failure. No pt injury was reported.